Event description:
Information was received indicating that a smiths medical pump was over-infusing. The device was to be with the patient for 48 hours but the patient returned in 24 hours with the finished medication. The pump was noted to have the correct programming. An investigation is underway with the handling pharmacy as it is believed that there was too little medication. A new dilution was made to complete the infusion. There were no adverse events reported.